Manufacturer narrative:
Philips has investigated this complaint. There has been no allegation of a malfunction of the wireless footswitch. The customer called philips to order a new wireless footswitch. Philips has not provided a new wireless footswitch as there are currently no wireless footswitches or wireless base stations available. This customer has previously reported a loss of connection of the wireless footswitch that was reported on (B)(6), 2021 (philips¿s reference (B)(4)).

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that there is a problem with the footswitch of the azurion 7m12. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.